Event description:
E was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-jul-2018. This spontaneous case was reported by an other health professional and describes the occurrence of depression ("depression") in a female patient who had essure inserted. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced depression (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the depression outcome was unknown. The reporter considered depression to be related to essure. The reporter commented: essure was responsible for depression. Fallopian tubes integrity, absence of tubal effraction. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jul-2018 for the following meddra preferred term: depression: the analysis in the global safety database revealed 43 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 20-jul-2018. The most recent information was received on 30-aug-2019. This spontaneous case was reported by a health professional and describes the occurrence of depression ('depression') in a 45-year-old female patient who had essure (batch no. C51343) inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced depression (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. The patient was treated with surgery (essure removal by bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the depression outcome was unknown. The reporter considered depression to be related to essure. The reporter commented: essure was responsible for patient's depression. Laparoscopic bilateral salpingectomy was performed on patient's request. (Not medically necessary) fallopian tubes integrity, absence of tubal effraction. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 31-jul-2018. This spontaneous case was reported by an other health professional and describes the occurrence of depression ("depression") in a 45-year-old female patient who had essure (batch no. C51343) inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 3 years 3 months after insertion of essure, the patient experienced depression (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal by bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the depression outcome was unknown. The reporter considered depression to be related to essure. The reporter commented: essure was responsible for patient's depression. Laparoscopic bilateral salpingectomy was performed on patient's request. (Not medically necessary) fallopian tubes integrity, absence of tubal effraction. Most recent follow-up information incorporated above includes: on 31-jul-2018: physician returned device removal questionnaire. Patient's initials, birth date added, she was 45 years old. Essure (lot # c51343) was inserted on (B)(6) 2015(prev: (B)(6) 2018) essure was removed by laparoscopic bilateral salpingectomy on patient's request. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.